Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system smart remote manager (srm) medication room refrigerator thermometer or refrigerator was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the srm refrigerator temperature probe was down. A field service engineer (fse) inspected the device and found that the temperature probe reading was 99 which indicating that it was defective. The fse replaced the probe and completed the setup. Proper operation was verified after replacement. The system functioned as intended after the field service engineer repaired the device.